Event description:
A complaint was received from a customer that reported some segments on their display are missing. While on for review the system was conducted. It was learned a large portion of the "units" display was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.